Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
4310 - intuitive surgical, inc. (Isi) received the monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint "scissor tip came off during procedure." Failure analysis could not reproduce the customer reported complaint. An in-house mcs tip cover accessory was installed on the instrument. The grip/close button was manually articulated and the mcs tip cover accessory stayed on the instrument. The instrument was placed and driven on an in-house system. Instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The tips opened and closed properly. The mcs tip cover accessory did not come off during in-house testing. The instrument was fully functional. Visual inspection was performed and other than the scuff marks observed at the tip, no damage was found. No problem was detected.

Manufacturer narrative:
The monopolar curved scissors (mcs) tip accessory will not be returned for intuitive surgical, inc. (Isi) evaluation as the site had disposed of the item. Therefore, the root cause of the customer reported failure cannot be determined. Isi has not received the monopolar curved scissors (mcs) instrument involved in this event in order to perform failure analysis. A follow-up MDR will be submitted if the mcs instrument is returned (post failure analysis evaluation) or if additional information is received. A review of the site's complaint history identified no other complaints for this product. The unit is a single port (sp) system and does not get captured by logs. Therefore, a system log review of the product related to the complaint cannot be performed at this time. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported as a reportable malfunction event due to the following conclusion: it was reported that during a da vinci-assisted prostatectomy surgical procedure, the monopolar curved scissors (mcs) tip accessory fell off inside the patient at the very end of the procedure. The mcs tip accessory was retrieved without any impact to the patient and no additional surgical intervention was required. However, unintended items falling inside the patient may require surgical intervention. At this time, it is unknown what caused the event to occur.

Event description:
It was reported that during a da vinci-assisted prostatectomy surgical procedure, the site contacted technical support to report that the monopolar curved scissors (mcs) tip accessory fell off inside the patient at the very end of the procedure. Caller stated that it was used the entire procedure with no issues and that the mcs tip accessory was installed properly onto the instrument. Reportedly, the mcs tip accessory fell off inside the patient in plain site so the surgeon was able to completely recover it without any complications/impact to the patient. Caller also stated that the customer did not need to perform any post-operative imaging. She stated that the surgeon was able to complete the procedure without any additional issues. Customer retrieved the mcs tip accessory and completed the procedure with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: mcs instrument & mcs tip accessory were inspected prior to use, with no damage observed. Site used the two other single port (sp) robotic instruments that were inserted to place the mcs tip accessory into the specimen bag that was inserted to extract the prostate. The surgeon was between grasping and sweeping prostate out of the way when the mcs tip accessory fell inside the patient. Nothing stands out to her memory of a strong instrument collision intraoperatively. The surgical staff did not feel any resistance upon removal of the mcs instrument through the cannula. The instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip accessory, mcs instrument, or cannula after the event occurred. The instrument & mcs tip accessory were in use for 4 hours during the entire case. The mcs tip accessory fell off at the end of the procedure, when the mcs was no longer needed. The installation tool was likely used in the beginning. No electrolube or any other lubricant was applied to the mcs instrument prior to the mcs tip accessory installation. The mcs instrument is available for return to isi for evaluation. The mcs tip accessory has been disposed, so therefore will not be returned for isi evaluation.